Event description:
Procedure type: craniotomy. According to the reporter: this is the report of adverse event which occurred in the clinical research, "prospective multi-center post market surveillance of the efficacy and the safety of the duraseal dural sealant system in a craniotomy." Procedure: craniotomy/glioblastoma. On (B)(6), the patient was hospitalized. On (B)(6), temporal craniotomy was performed for the encephaloma below the tentorium. Incision was 10cm. Artificial spinal fluid was used as a combined treatment. Pericranium was used as a making material of dura matter. After product was applied successfully, procedure was completed. Operating room time was 364 minutes. On (B)(6), on the 5th day after surgery, neurological disorder was confirmed and a higher brain functional test was performed ((B)(4)). On (B)(6), intracranial fluid accumulation was confirmed with MRI.

Manufacturer narrative:
(B)(4).